Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer initiated and delivered a 15 unit bolus via the pump at midnight. At 2:41, 2:50 and 3:41 am, customer alleged pump delivered a 25 unit bolus each time without user interaction. Customer's blood glucose level was not provided. Customer reported that no seizure occurred as they "did not have a basal that day as pump cut out". Although multiple attempts were made for additional information; however, customer did not reply.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.